Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was barely able to lock into place. Insulin pump had no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to verify no delivery alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.